Event description:
It was reported there was a motor stall that never recovered. It was stated the patient was given oral baclofen. It was noted the pump was still implanted and was reprogrammed. It was stated the patient would remain on oral baclofen for one month and then the health care provider (hcp) would decide if they needed to do the pump replacement. It was reported there was less than 50% therapy relief. It was noted there was never a ¿drug mix used.¿ the pump was used to deliver lioresal. Additional information reported the pump stalled on (B)(6) 2014 at 02:21. Additional information reported they tried to silence the critical alarm for motor stall, but after 12 hours the pump sounded again. It was noted the hcp aspired the 5ml of baclofen and filled the pump with saline.

Event description:
Additional information received reported the pump was explanted on the date of this report. The patient was doing well and was receiving effective oral therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn ) found a gear train anomaly due to corrosion and the stall was due to gear wheel 3. Analysis also found a miscellaneous low battery reset due to an undetermined cause.